Event description:
On (B)(6) 2012, a complaint was filed for the following malfunction. The actual date of the event occurrences was not reported. The complaint is "the insertion site was leaking and the powerwand IV catheters were observed kinked. On one unit, a hole was discovered between the strain relief sleeve and the IV catheter. A second unit had a hole where the kinked was noticed. All 3 units were returned for review and eval".

Manufacturer narrative:
All 3 complaint units were returned and disinfected for examination/failure analysis. One out of the 3 had a hole in the catheter tube, at the juncture of the strain relief sleeve and IV catheter tube. Failure analysis hypothesis is that the hole was created due to multiple bending of the IV catheter at those locations. It is hypothesized that the IV catheter was placed near the elbow which resulted in the bending of the IV catheter which lead to the generation of the hole. The dfu states "place the extended dwell catheter in the upper arm, preferably a mid-biceps insertion site..." As a result of events such as this a mfg step was added that resulted in the IV catheter being much more flexible and kink resistant. The IV catheter is now capable of withstanding bending in far excess of the number of bends expected during normal clinical use. This process change has been implemented in the production process. We will continue to monitor this in the future for recurrence of this type of device malfunction.